Event description:
Respond edge study it was reported that complete heart block occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regiment of antiplatelet other than aspirin at the time of index procedure. A lotus introducer sheath was placed, and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus edge valve. There was correct positioning of a single prosthetic heart valve into proper anatomical location without the need for repositioning. Three (3) days post index procedure, subject developed complete heart block.

Manufacturer narrative:
A1 patient identifier: (B)(6). D4 updated with additional device information received.

Manufacturer narrative:
Patient identifier: (B)(6).

Event description:
(B)(6) study. It was reported that complete heart block occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was on a prior regiment of antiplatelet other than aspirin at the time of index procedure. A lotus introducer sheath was placed, and the aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 25 mm lotus edge valve. There was correct positioning of a single prosthetic heart valve into proper anatomical location without the need for repositioning. Three (3) days post index procedure, subject developed complete heart block.